Event description:
Pt had a high subtrochanteric fracture with a versanail femoral nail. The proximal fragment subsided into varus, causing one proximal screw to remain proud and the other to pierce through the femoral head. The proximal screws were removed and size appropriate screws were implanted. It was reported that poor bone quality was a factor.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and part/lot numbers required to review the device history records was not provided. Provided information states the pt's bone quality was poor. Also stated the fracture extended proximally through the greater trochanter which was not realized until the time of surgery and would have been ideal to have a nail in the or to treat an intertrochanteric fracture. A depuy warsaw product director stated the following are contributing factors in the varus collapsing and cannot be determined without the pre and post-op x-rays. Poor reduction or alignment, bad bone stock, non-compliant patient. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.